Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the surgeon performed bha surgery on (B)(6) 2016. The patient occurred dislocated and the surgeon found it at (B)(6) 2016. So the surgeon performed revision surgery to tha at (B)(6) 2016. During revision surgery, the surgeon found disassociation between cup and head. The surgeon asked us why disassociation occurred. Does this issue relate to manufacturing deficiency for (B)(4)? The parts are not consignment parts.